Event description:
Malfunction of laparoscopic trocar. Trocar failed to retract properly upon entry into abdominal cavity. Resulted in puncture of bowel and introduction of frank stool into abdomen. Pt required laparotomy to repair injury.